Event description:
Related manufacturer reference number:2017865-2023-47896 related manufacturer reference number:2017865-2023-47897 related manufacturer reference number:2017865-2023-47899 it was reported that the patient presented with an infection. The entire system was explanted and replaced. The patient was in stable condition.